Event description:
It was reported that during a hemorrhoidopexie, the device did note fire. The procedure was completed with a like device. There was no adverse consequence to the patient. There is no additional information available.